Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an iphone phone with an ios operating system version 16.5. The low glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced symptoms described as "began to flail" and a loss of consciousness and was given chocolate, and injection of glucagon, and a "baqfinias" nasal spray as treatment by their caregiver. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported missing low glucose alarm. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an iphone phone with an app version 2.8.1.6120. The low glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced symptoms described as "began to flail" and a loss of consciousness and was given chocolate, and injection of glucagon, and a "baqfinias" nasal spray as treatment by their caregiver. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Low glucose alarms was successfully activated. No malfunction or product deficiency was identified. Therefore, issue is not confirmed . All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an iphone phone with an app version 2.8.1.6120. The low glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced symptoms described as "began to flail" and a loss of consciousness and was given chocolate, and injection of glucagon, and a "baqfinias" nasal spray as treatment by their caregiver. No further information was provided. There was no report of death or permanent impairment associated with this event.